Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited no communication when plugged in and display of color bars. The issue was found during inspection for use. There were no reports of patient involvement.